Event description:
Pieces missing confirmed complaint: trigger broken off repair order 97589 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Pieces missing. Confirmed complaint: trigger broken off. Repair order (B)(4). 1216677-2022-00013, wallach ultra freeze 900076 e-complaint(B)(4).

Manufacturer narrative:
Investigation : x-inspect returned samples . Analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/28/2011 under wo #112071 and shipped on 12/09/2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log 97589. Visual evaluation: visual examination of the complaint unit revealed physical damage to the trigger. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause for this complaint condition is being attributed to age and handling error. Correction and/or corrective action. The unit was repaired, tested and returned to the customer. No further corrective action is necessary. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.